Event description:
It was reported the battery, utilized in powered mode of the cot, was not functioning. The battery died during unloading of the cot from the ambulance. Allegedly the emt removing the loaded gurney was unable to grab the red manual release without compromising the safety of the pt on the gurney and was unable to put the gurney back into the ambulance because the undercarriage was partially deployed. A series of events transpired resulting in a back injury, so the gurney and batteries have been removed from service pending review by stryker.

Manufacturer narrative:
Investigation underway.